Event description:
The biomedical engineer (bme) reported that the bedside monitor was displaying a fatal error message and then rebooting into the diagnostic check screen. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the bedside monitor was displaying a fatal error message and then rebooting into the diagnostic check screen. No patient harm was reported. Investigation conclusion: the customer replied that they were unable to update the software for this unit and they planned to disposition the monitor. A definitive root cause could not be determined since the device would not be returned to nihon kohden for evaluation. Fatal errors indicate an issue with the unit's operating system. Since the customer was unable to upgrade the software, possible cause was likely hardware failure of the motherboard or other circuit boards. This can occur due to physical damage or fluid intrusion from user mishandling, electrical damage from outages or surges, or wear-and-tear. Review of the complaint device's serial number shows that the unit was installed 11 years ago. Due to the age of the device, wear-and-tear may be a likely contributing factor to circuit board failure. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. D10 concomitant medical device attempt #1 11/27/2024 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor was displaying a fatal error message and then rebooting into the diagnostic check screen. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. D10 concomitant medical device. Attempt #1: 11/27/2024 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested.

Event description:
The biomedical engineer (bme) reported that the bedside monitor was displaying a fatal error message and then rebooting into the diagnostic check screen. No patient harm was reported.